Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump and assisted the caller with the process, ensuring the issue did not recur. The customer was advised to continue using the pump and to contact support if any further malfunction codes appeared, which the caller acknowledged and understood.